Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks to the ac power adapter, printed circuit board (pcb), and inner housing.

Event description:
The product was returned without a complaint associated to the device and there is no allegation of a malfunction for this product.